Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure without issue. A vacuum was then applied. The inflation device was verified before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No blade damage was identified. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no damage or issues with the hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and calcified mid left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. After rotablator procedure, the device was used. However, it ruptured during dilatation in an in-stent restenosis lesion. The procedure was completed with different device. No complications reported and patient is stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and calcified mid left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. After rotablator procedure, the device was used. However, it ruptured during dilatation in an in-stent restenosis lesion. The procedure was completed with different device. No complications reported and patient is stable.